Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump does not work. The pump issues were found during a routine follow-up visit. The physician has determined that the pump will need to be replaced. The revision has been planned for (B)(6) 2020.